Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible over-delivery anomaly. The customer reported hypoglycemia, and loss of consciousness, and was treated with glucose/carb intake, emergency medical services (ems)/ambulance/emergency room (ER) visit, and other IV insulin drips (intravenous insulin infusions). The event involved product(s) mmt-332a, mmt-7040ma, mmt-397a, and mmt-1884. The troubleshooting was not performed and it was unknown if the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the smartguard auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-332a. No product return is required for mmt-7040ma. No product return is required for mmt-397a. No product return is required for mmt-1884.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that he was at home and passed out on (B)(6) 2024. His wife called the paramedics, who gave him intravenous glucose and that brought him back. Insulin drip was not given. Customer alleged over delivery. Customer declined troubleshooting. Per carelink, pump was used at the time of the low and smartguard was used. Pump returned under (B)(4) and was received on december 6, 2024.